Event description:
After induction of general anesthesia using an 8.5 endotracheal tube, the therapeutic bronchoscope was introduced into the airway. A complete airways inspection was performed. No endobronchial lesions were seen. Using the 180 edge illumisite extended working channel (ewc) with the locatable guide (lg), the airways were registered. Using the electromagnetic navigation software, the following lesion/lesions were navigated in the usual fashion according to the pre-planned pathways made from the CT chest. Fluoroscopic navigation, fluoroscopy, radial probe ultrasound and illumisite catheter tip navigation sensor were used to confirm placement and for sampling throughout the procedure as necessary. Site: rll nodule, (11x9 mm) navigational bronchoscopy: the following tools were used, and sampling performed at this site/lesion. No radial image was obtained on radial probe ultrasound at this site, however the catheter was deflected away from the virtual lesion with the radial probe in. The catheter corrected with placement of the following tools given their stiffness. The 18g arcpoint and the supertrax 21g needles were used for needle aspirations. 15 passes were made. Rapid on-site evaluation showed blood and macrophages. Specimens were sent for cytology. The forceps was used to make 9 passes for transbronchial biopsies, specimens were placed in formalin for pathology. The triple needle brush was used to make 1 pass for cytology. A mini bal was performed at the lesion through the ewc by instilling 10cc of saline and suctioning. About 5 cc blood tinged return was obtained. Sent to cytology. Endobronchial ultrasound (ebus) mediastinal/hilar lymph node sampling: the therapeutic bronchoscope was removed and exchanged for the olympus ebus bronchoscope. Using the endobronchial ultrasound, the following lymph node stations were identified one by one and biopsied in the following order. Fnas (fine needle aspirations) were done with 22 gauge olympus needle. 7 (subcarinal) x 8 passes. Small ln. Cellular evidence of lymph node seen on rose. 4r (right lower paratracheal) x 8 passes. Cellular evidence of lymph node seen on rose. 11r (right interlobar) x 12 passes. Found below the rul takeoff scope directed posteriorly, corresponding to the pet positive node. Cellular evidence of lymph node seen on rose. Station 4l was inspected. No ln 5 mm or greater in short axis found to biopsy. The material from the above ebus passes were sent to cytology. The scope was withdrawn after hemostasis was achieved. The ebus balloon was removed and found to be intact.